Event description:
Philips received a complaint by the customer on the v60 indicating that the battery was not holding the charge, and the device was not operating in battery mode. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the battery was not holding the charge, and the device could not operate in battery mode. A service quote for repair was sent to the customer for approval. Investigation is ongoing.

Manufacturer narrative:
E: (B)(6). Phone: (B)(6).

Manufacturer narrative:
This case has been identified to be a duplicate to another case with MFR ref # 2518422-2025-031919.